Event description:
It was reported that during a lap prostatectomy procedure part of the insulation of the device fell into the pt. It was not retrieved. Another device was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.